Event description:
It was reported that this right atrial (ra) lead became dislodged. It was observed via x-ray that the associated pacemaker moved within the pocket and pulled the lead back. This lead was successfully repositioned. No additional adverse patient effects were reported.